Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin, ceftazidime, cipro, flagyl, and diflucan (dosages, routes, frequencies, and durations not reported) for the peritonitis event. Treatment was reported to be ongoing. It was reported that the patient was recovering from the peritonitis event. It was reported that the pd fluid is clear. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.